Event description:
Customer reported that the transmitter fell off in the shower and after that he has been receiving sensor error alert when connecting the transmitter to the sensor. Customer was advised that moisture inside the transmitter could cause malfunction. Blood glucose 99 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The transmitter had moisture damage on all contact pins. However, the transmitter passed all functional testing.